Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use loading unit. The loading unit was received with a full complement of staples and the interlock set. Damage was noted to the interlock. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartmann procedure, the first firing was completed with no problem. At the second firing ,the surgeon tried to fire the device ,however the firing knob was stiff and could not slide forward. They replaced by new loading unit, and connected to the same stapler, and the firing was completed with no problem. There was no patient injury.